Event description:
It was reported the patient presented for implant procedure. During surgery, the lead¿s helix mechanism was not working. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue.